Event description:
On (B) (6) 2008, the pt and his wife reported the cartridge plunger remained attached to the piston rod of his insulin infusion device. He said when he removed the plunger approximately 9 units of insulin spilled into the cartridge chamber. The pt was instructed to use a cotton swab or paper towel to dry out the inside of the chamber which he did. The proper procedure for changing the insulin cartridge was reviewed with the pt. The blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.